Event description:
Patient had a perm cath inserted on (B)(6) 2021. An x-ray done on (B)(6) 2021 showed that the patient had a kink in their catheter by the neck. The patient was taken back to the operating room on (B)(6) 2021 to have the perm cath repositioned. A kink was still found to be in the catheter, so the patient had the catheter removed on (B)(6) 2021 and a new perm cath inserted. The patient was brought back to the operating room due to malfunction of perm cath on (B)(6) 2021 and a temporary dialysis catheter was put in the patient. The patient was brought back to the operating room on (B)(6) 2021 to remove the temporary dialysis catheter and inserted new perm cath. The fluoro read from the procedure showed a kink in the catheter. The patient was brought back to the operating room to remove the perm cath and insertion of a new perm cath later on (B)(6) 2021. The patient was brought back to the operating room on (B)(6) 2021 due to nonfunctioning perm cath and inserted a right groin dialysis catheter. In this report there were 4 of the same product and lot number that malfunctioned. FDA safety report ID# (B)(4).